Manufacturer narrative:
The insulin pump was received with a cracked case near all four corners of the display window. The reservoir tube lip was cracked and broken. The insulin pump had a frozen screen during the count up due to moisture damage on the electronic assembly.

Event description:
The customer reported a missing piece at the reservoir compartment after dropping the insulin pump. Advised the customer that the insulin pump would be replaced due to the damage. Nothing further was reported.